Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to greater than 22 mmol/l (396 mg/dl) while wearing the pod on their back between 25 and 36 hours. The patient¿s legal guardian (lg) reported that the patient experienced significantly elevated blood glucose levels and ketones measured at 0.4. The bg levels were reported to be so high that finger prick readings were unable to display exact values, and both the controller and dexcom app displayed ¿high¿ instead of numeric readings. The lg administered a correction bolus of 20 units, but blood glucose levels did not return to an acceptable range. Due to persistent hyperglycemia, the pod was removed. The lg reported the cannula was not visible when the pod was removed, which would indicate a needle mechanism failure for a retracted cannula. There was no medical assistance required.